Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010 the plaintiff was implanted with the sparc sling system "with the intention of treating the plaintiff for vaginal vault prolapse, stress urinary incontinence, and/or pelvic organ prolapse." It was alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia", has "experienced significant mental and physical pain and suffering, has required and/or will require additional surgeries and medical treatments", has "sustained permanent injury", "was injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused and will continue to cause her severe mental and physical pain and suffering disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities", and has had ''other injuries."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.